Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the pump stop was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, for 34 hours when the pump was explanted due to a pump stop that was recurrent. Repositing of device was attempted but did not resolve the issue. A thrombus was observed in the pump during the explant. No patient harm was reported.